Manufacturer narrative:
Vyaire file identification: (B)(4). 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has an oily substance at the wye. Furthermore, there is no patient associated with the said event.